Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 692 mg/dl. The customer woke up vomiting. The customer was playing lacrosse and not wearing the pump the day before hospital visit. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV fluids and insulin drip. The customer stated that he did have the pump on and it was suspended as he was getting insulin drip.